Event description:
Per dealer operator valve is defective. (B)(4). (See repair statement attach - sn#(B)(4)). Per independent repair center statement, the unit was alarming or red light. The key failure was the operator valve defective the part was replaced. Additional malfunctions were bed hoses where leaking, heat exchange was leaking, gear clamps was leaking all was replaced.